Event description:
Alert for svc >200 ohms on (B)(6) 2022. Chronically high svc impedance. Svc impedance >200 ohms. Measurement consistent with historical values. Rep notified for vt-ns episodes falling below detection. Chronically high svc impedance. Svc impedance >200 ohms. Measurement consistent with historical values. Svc lead impedance warning on (B)(6) 2022. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).